Manufacturer narrative:
B3: the event occurred on an unreported date in sep 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operation when the nurse helped the patient replaced the short external tube. The patient was treated with unspecified anti-inflammatory drugs and infusion for the event. It was not reported if the patient was hospitalized. Pd therapy was continued during the early stage of treatment; however, pd therapy was currently discontinued. At the time of this report, the patient outcome and patient retraining on the proper aseptic technique were not reported. The reporter declined to provide additional information.